Event description:
It was reported the pt developed increased baseline spasticity in the abdomen and withdrawal-type symptoms following a pump replacement in 2008. The pt was given multiple therapeutic boluses with no relief. No alarms were heard and the drug prescription was confirmed as accurate. The pt also had a urinary tract infection, labile blood pressure, a possible bowel impaction and/or ischemic bowel, as well as, pneumonia in the right lung. The hcp was not sure if the symptoms were related to other medical issues or if it was because the pt was not getting enough baclofen. The pt was receiving approx 450 mcg of intrathecal baclofen, daily. Both elevated and decreased white blood cell counts were reported; no device troubleshooting had been done because of this. The physician was concerned about doing anything invasive so the pt was being treated with intravenous valium "among other things". The symptoms of increased baseline spasticity and withdrawal began in 2008, subsided one day later, and returned again two days following. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.